Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025 the end-user reported that on (B)(6) 2025 they were hospitalized after experiencing hypoglycemia with blood glucose (bg) levels of 41 mg/dl following a meal bolus and activity. The end-user was treated with IV glucose and food in the ER and discharged the same day with no reported long-term effects.